Event description:
According to the literature, a retrospective study determined the causes of benign hepaticojejunostomy strictures (bhs) after pancreaticoduodenectomy (pd) between 2013 and 2020. A total of 175 patients who underwent pd and hepaticojejunostomy was performed by end-to-side anastomosis using a 5¿0 suture. In cases where the diameter of the bile duct was less than 10 mm, interrupted suturing was performed at intervals of 2mm, and in cases where the diameter of the bile duct was greater than 10 mm, continuous suturing was performed. Thirteen patients developed stricture, with 11 patients in the narrow bile duct group. Complications included bile leak (grade b and c). Interventions were not reported. Benign hepaticojejunostomy strictures were related to bile duct diameter/patient anatomy and not related to the device.

Manufacturer narrative:
Reference: kobayashi et al. Bmc gastroenterology (2024), benign hepaticojejunostomy strictures after pancreatoduodenectomy, 24:293, https://doi .org/10.1186/s12876-024-03388-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.